Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a rear-end accident. After the accident, the device seemed to be protruded near the skin and stimulation was not stable. It seemed that amplitude changed a lot. The doctor recommended to take a CT scan. On (B)(6) 2011, as directed by the doctor in attendance, the patient had a CT scan. The patient reported that he turned off the device with patient programmer before the CT scan. During the CT scan, the patient felt strong stimulation and passed out. The patient was recovered with time. The output settings were programmed and the patient returned to home. Additional information has been requested, but was not available as of the date of this report.